Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non-sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. There were no reported patient consequences.

Event description:
New information notes the physician upon review of device episodes opted not to make any changes, the implantable cardioverter defibrillator (ICD) was being monitored, the patient was stable.